Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that they saw out of regulation/settings not available message. Device was reprogrammed for oor 2/7/2019 and 7/17/2019 for oor of electrodes 6 and 7 on 2.7.2019 and electrodes 14.15 on 7.17.2019. Now patient is calling with oor settings not available again. Plan to see at hcp office (B)(6) 2024. Likely additional electrodes are now oor. Previous rep was notified of oor and reprogrammed patient twice and found oor electrodes on (B)(6) 2019. Current rep's suspicion is this new call for patient seeing oor which they received (B)(6) 2024 is a continuation of same issue that was first noted in 2019. The issue is ongoing. Additional information was received from a manufacturer representative (rep). The rep reported that high impedance was seen on electrodes 0, 3 ,4,6,7 we¿re all out of range (red). An impedance check was done, the cause is not known. Rep reported they were able to program around the affected electrodes, the patient has great coverage and the issue was resolved. Additional information was received from the manufacturer representative (rep). It was reported that the rep reported that he met up with this patient on the (B)(6) 2024 at the hcp office, that was the first he noted about the impedances during normal programming, pretty much 0-7 lead had impedance issues, no exact values were available. Rep was able to reprogram the patient around those and pt was receiving effective therapy. The reason for meeting on the 20th was that pt called on the 18th reporting not able to provide desired settings. A previous rep had a note from 7/17/2019 that there were someelectrodes out of range, two bad electrodes, 14, 15, which were not a problem when the same rep programmed the pt on (B)(6) 2019. It is noted that he ran into some oor, electrodes 6, 7 are out of range.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.